Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had change sensor alarm and calibration not accepted. Customer's blood glucose at time of incident was 2.8mmol/l. The customer stated there are so many failed and getting different batched in. Customer stated that she don't want to troubleshoot just want sensor replaced. Customer stated she already replaced the sensor.